Manufacturer narrative:
The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the hysteroscopy portion of the procedure, the sheath was pulled out of the pt as a result of a tissue clot. Upon removal, a crack was noted on the sheath. Follow up info received on (B)(6) 2009 revealed that this crack was not caused by a tenaculum, there was no leaking observed at the cervix and no hot fluid came in contact with either the pt or physician. The procedure was completed using another hta procedure set and there were no pt complications reported as a result of this event.